Event description:
It was reported that the biomed stated arctic sun device failed calibration error 80. Expected 6, actual 29. Per review of wo notes, biomed turned the device on and it was empty, biomed verified no water came out of drain ports maybe less than 100ml. They stated that the cleaning solution was on back order and was unable to fill the device to do further testing. Biomed will call back when they receive cleaning solution to run functional test. Per follow up information received via task on 05nov2025, per work order review, device had a bad mixing pump and will be coming in for the 2000-hour pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device failed calibration error 80. Expected 6, actual 29. Per review of wo notes, biomed turned the device on and it was empty, biomed verified no water came out of drain ports maybe less than 100ml. They stated that the cleaning solution was on back order and was unable to fill the device to do further testing. Biomed will call back when they receive cleaning solution to run functional test. Per follow up information received via task on 05nov2025, per work order review, device had a bad mixing pump and will be coming in for the 2000-hour pm service. Per sample evaluation results on 30jan2026, -rear caster is loose/off center, causing instability when transporting. Tank seals were found rotting/cracking. During post service testing, unit would not allow a flow adjustment above 1.650l/min.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. During evaluation, device performed appropriately. Rear caster is loose/off center, causing instability when transporting. Tank seals were found rotting/cracking. During post service testing, unit would not allow a flow adjustment above 1.650l/min. Pm performed. Rear caster was replaced. Tanks seals were replaced. Flow meter was replaced. Serviced circulation pump and mixing pump. Replaced evaporator outlet tube, the double-bend tube, the heater and its foam, and manifold o-rings. Coin cell (lot # 2116) was replaced with coin cell (lot#231222) due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. Because the issue was unconfirmed, risk review is not required. DHR review is not required as the reported issue is unconfirmed. The reported issue was unconfirmed, label review is not required. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.